Event description:
It was reported that an alarm was heard and confirmed by telemetry. The patient saw an error message/code on their personal therapy manager and the telemetry confirmed a critical alarm was due to motor stall occurred on (B)(6) 2014 at 08:18. The patient heard the alarm the morning of report (the patient was on a golf course when the pump started alarming). The pump was also interrogated on the day of report. It was noted that it was too early for any symptoms to be present in the patient. There was no MRI or magnetic fields that had been around the pump. Additional information reported the motor stall recovered on (B)(6) 2014 at 12:55. The stall recovered after more than 2 hours. The pump was explanted and replaced on (B)(6) 2014. Patient's status at the time of report was "alive-no injury." There were no symptoms/complications related to the event. The pump system was delivering compounded baclofen, fentanyl, bupivacaine and clonidine (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).